Event description:
Per the clinic, the patient developed a skin flap breakdown resulting in the extrusion of the internal magnet. The patient underwent revision surgery in 2010 (specific date not reported), to replace the magnet, and the infection was treated (dates and type of treatment was not reported). The implanted device remains. Additional information has been requested, however, not received as of the date of this report (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the infection is resolved and the patient resumed use of the device. No additional episodes were reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.